Manufacturer narrative:
The initial MDR 2432235-2017-00188 was filed on march 14, 2017. Additional information (04/13/2017): a siemens headquarters support center (hsc) specialist reviewed the service report and stated that immunoglobulin g (igg) antibodies to (B)(6) is a small sample volume test. The hsc specialist concluded that false (B)(6) results are usually caused by problems with sample pipetting, reagent pipetting, or bleach contamination. The hsc specialist stated that in this scenario the issues reported with the sample syringe and the action to align the sample and reagent probes were the appropriate actions taken by the cse, which may have caused false (B)(6) results. The hsc specialist could not determine the cause of the discordant, (B)(6) results on patient samples as multiple parts were serviced.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse adjusted and lubricated the sample syringe, calibrated the sample probe and reagent probe 3, verified that proper volume was being aspirated from the sample probe, and moved the reagent pack position. The cse then ran quality controls, which were acceptable. No additional discordant results were obtained post service. The cause of the discordant, (B)(6) results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, (B)(6) immunoglobulin g (igg) antibodies to (B)(6) results were obtained on two patient samples upon repeat testing on an advia centaur xp instrument. The samples were initially tested on the same instrument, resulting (B)(6). The customer repeated both patient samples in duplicate. The first replicate resulted (B)(6), while the second replicate resulted (B)(6) for both samples. Only the (B)(6) results for both samples were reported to the physician(s). The customer also stated that two additional discordant, (B)(6) results were obtained on patient samples. The (B)(6) results were reported to the physician(s), who questioned them. The customer repeated those samples on the same instrument, which resulted (B)(6). The corrected (B)(6) results for those two patients were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.